Event description:
It was reported that there was malfunction of the implantable neurostimulator (ins). The patient had a ran out ins and was no longer using the ins. The patient had a surgical lead placed but did not want to undergo removal of that dissection. The patient requested that the ins be removed. The patient did not wish to go to the healthcare provider (hcp) to get this done. The patient agreed to proceed again. The cardiopulmonary history and examination were negative for active disease the day of the report and was a suitable candidate for monitored anesthesia care. The ins was removed as well as the retention sutures and all residual suture material. The leads were unhooked from the generator and buried into the inferior aspect of the pocket. Postoperative debriefing and directions were given to the patient. The patient would be seen back in the office in 7 days¿ time following the procedure. The device was removed due to malfunction. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).